Event description:
It was reported that premature battery depletion was observed on the device. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.